Manufacturer narrative:
Concomitant products: product ID 748266, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type extension; product ID 3387s-40, lot# v015643, implanted: (B)(6) 2007, product type lead; product ID 37602, serial# (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 748251, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3387s-40, lot# v015643, implanted: (B)(6) 2007, product type lead. (B)(4).

Event description:
It was reported that the patient¿s right brain lead was fractured at the lead/extension site. The product issue was resolved and the cause of the issue was determined. The fractured lead was seen on x-ray and a new lead was implanted and reconnected to the existing extension. Impedance testing was done. Additional information requested but had not been received as of the date of this report

Event description:
Additional information received reported they did not know the status of the patient. They notified the managing neurologist a few days post-operatively of the status of the devices. The neurologist had not seen the patient at that point but would attempt to program the patient utilizing the contacts that showed a normal impedance level. No more information was reported.

Event description:
Additional information received reported the patient recovered without permanent impairment and the cause of the lead break was illegible. The location of the lead issue was before electrode 3. No troubleshooting was performed.